Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The gamma3 nail broke after being implanted for 5 months. Patient was nonunion. Revision surgery with gamma3 long nail was performed. Four months after revision surgery the fracture was fused. This case was presented at the meeting of (B)(6) society for fracture repair on (B)(6) 2014.